Event description:
It was reported that the bd interlink¿ vial access cannula dislodged the stopper into the vial causing leakage. The following information was provided by the initial reporter: when accessing a medication vial with the twin-pack replacements instead of puncturing the rubber plug, it punches it into the vial and the medication pours out.

Manufacturer narrative:
Investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd interlink¿ vial access cannula dislodged the stopper into the vial causing leakage. The following information was provided by the initial reporter: when accessing a medication vial with the twin-pack replacements instead of puncturing the rubber plug, it punches it into the vial and the medication pours out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 19-dec-2022. H6. Investigation summary: it was reported there were multiple issues when using the product. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that the bd interlink¿ vial access cannula dislodged the stopper into the vial causing leakage. The following information was provided by the initial reporter: when accessing a medication vial with the twin-pack replacements instead of puncturing the rubber plug, it punches it into the vial and the medication pours out.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.